Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: n/a, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: n/a, product type lead; product ID 37744, serial# (B)(4), implanted: n/a, explanted: n/a, product type programmer, patient; product ID 37754, serial# (B)(4), implanted: n/a, explanted: n/a, product type recharger. (B)(4).

Event description:
Additional information received reported that the patient had a revision on (B)(6) 2013 and the patient was receiving great stimulation coverage after the case. The next day, it was reported that the patient's leads were removed and replaced. It was noted that the patient had fallen multiple times and had fractured a lead, so it had not 'inherently malfunctioned.' It was reported that after surgery the patient was getting great pain relief.

Event description:
It was reported that there were high impedance on electrodes 3, 8, and 11. Attempts were made to reprogram the device, however they were unable to get good stimulation in the right side and leg. There was some stimulation in the left leg; most of the patient¿s pain is on the left. It was also reported that the patient experienced some shocking sensation when programmed on electrodes 8-15. No injury or adverse event was reported. Action has not yet been taken, but is planned; the patient will schedule an appointment with the physician. Additional information has been requested, and will be submitted in a supplemental report if received.

Event description:
Additional information received reported that the patient was going to see her doctor on (B)(6)-2013. Two weeks later, it was reported that the patient was scheduled for a lead revision on (B)(6)-2013.

Manufacturer narrative:
Concomitant products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger. (B)(4).